Manufacturer narrative:
At the completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A us customer reports several samples tested positive with the cobas 6800/8800 sars-cov-2 test (batch g16463), and were negative with the panther confirmatory test. The site is using the test to screen patients. Additionally, they utilize ruhof collection media and combine nasopharyngeal and oropharyngeal or nasal specimens in one collection tube. No further details surrounding the confirmatory testing information was provided. The customer site reports out all valid results to health care providers. No harm or injury indicated. The cobas sars-cov-2 for use on the cobas 6800/8800 systems is a real-time rt-pcr test intended for the qualitative detection of nucleic acids from sars-cov-2 in clinician-instructed self-collected nasal swab specimens (collected on site), and clinician-collected nasal, nasopharyngeal, and oropharyngeal swab specimens from individuals who meet covid-19 clinical and/or epidemiological criteria. The cobas sars-cov-2 is a qualitative test for use on the cobas 6800/8800 system for the detection of the 2019 novel coronavirus(sars-cov-2) rna in nasal, nasopharyngeal, and oropharyngeal swab samples collected in copan universal transport medium system (utm-rt),bd universal viral transport system (uvt), cobas pcr media, or 0.9% physiological saline. Fourteen individual mdrs, one for each of the reported results, will be submitted based on FDA request.

Manufacturer narrative:
The alleged samples were all tested between (B)(6) and (B)(6) 2020. A review of the growth curves did not reveal any anomalies. All showed weak amplification. The target CT values generated for all samples are indicative of samples near or below the limit of detection (lod) of the assay. The ic CT values were consistent and inline with qc release data. The roche controls were also inline with qc release data with no shifts observed. Additional data was provided in the case to review the overall performance of the site. 514 runs were provided from (B)(6) until (B)(6) 2020 using multiple kit lots including the complaint lot g16463 across 3 instruments. Within these data, there were 6 occurrences of invalid negative control (nc) with lot g16463 only. The nc invalids correlate to the time frame when the alleged samples were tested. Based on the totality of the case, information provided, and the investigation performed, there is no indication of a product problem. There is an indication of a low level contamination event at the customer site as there was a spike of nc invalids during the time of the alleged samples were tested across multiple instruments. Additionally, the discrepancies observed with the competitor assay may be due to the differences in assay sensitivity compared to the cobas sars-cov-2 assay. (B)(4).